Event description:
It was reported that the system locked up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the interconnect cable needed to be replaced, but no conclusion can be drawn as further repair information is not available.